Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 14-jul-2018 with the following findings: a review of the black box showed data from the dates from (B)(6) 2018 to end of pump use on (B)(6) 2018. The event was reported to have occurred on (B)(6) 2018. The black box verified a sudden voltage drop on (B)(6) 2018. During investigation, the pump electrical current draws were within specification. The pump was opened and no evidence of moisture was observed in the battery compartment or inside the pump. The power flex and components were inspected with no defects found. There was no damage observed to the power circuit. The complaint of temperature issue was not duplicated during investigation.